Event description:
Additional information was received. Approximately fifteen months later, a revision procedure was performed. This device and right ventricular lead were removed and replaced successfully. Both the lead and the device will be returned for analysis. No adverse patient effects were reported.

Event description:
- -

Event description:
- -

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed ten non-sustained episodes had occurred. Two of the episodes were available in the electrograms revealing noise on the right ventricular lead channel. No noise was displayed on the shock electrogram. Impedance measurements revealed constant impedance measurements, however a high out of range measurement was displayed. In addition, increased threshold measurements were displayed. A decision was made to reprogram the pacing outputs. Isometrics did not reveal any noise. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, microscopic visual inspection verified the lead had been completely inserted into the header and the header was intact. A review of the device memory revealed over 10,000 episodes had been recorded and confirmed the high out of range right ventricular impedance measurements while implanted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected the device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded the device met specification.

Manufacturer narrative:
- -